Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed. The physician indicated that the patient will be further evaluated with more testing performed. The lead remains in use. No further patient complications have been reported as a result of this event.